Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2015. According to the complainant, during the preparation, there was strong resistance when loading the mid-section of the stent into the naviflex delivery system. The physician stopped using the device. The physician noted that the advanix double pigtail stent was longer than the specification by 2cm and thought that the stent might have stretched. The device was changed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".